Event description:
Customer reports patient who has been tpn dependant since birth experienced hyperbilirubinemia and abnormal liver function tests after receiving tpn solution containing baxter's travasol solution. Medwatch report received from facility indicates patient is tpn dependent due to in utero volvulus & short gut syndrome. Patient has had pancreatitis & was diagnosed with liver failure due to chronic tpn use. Their bilirubin levels were very high in their 1st year of life but have been approximately 5 & 3 (total & direct) april 2004. Prior to april 2004 both levels were <1. In sept 2004 patient bill total jumped to 10.2 & bill direct to 9.1. Lipids d/c in tpn 2004. Follow-up information received in 2004 confirmed the patient has a diagnosis of short gut syndrome due to in utero volvulus and is tpn dependant with cholestasis. Patient had an exacerbation of their pancreatitis in july 2004. In 2004, an amylase level was 167, lipase was 10, 940 and total and direct bilirubin leves were 4.5 and 3.7, respectively. The patient's zantac was discontinued same day due to "small change of possible liver irritation."